Manufacturer narrative:
The device subject of the reported event was not returned to steris for evaluation. Without the returned device, a cause of the reported event could not be determined. The exacto cold snare instructions for use states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their exacto cold snare broke when closed. There was a report of injury, however it is unknown what type of injury was sustained. Details on the outcome of the procedure or status of the patient were not provided.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. A follow-up report will be submitted once additional information becomes available.